Event description:
It was reported that the manufacturer representative (rep) received an email from a healthcare provider (hcp) stating that the patient had a medical necklace. The rep thought it was only one with writing on it. Sometimes the necklace sat on top of the implantable neurostimulator (ins) and when it did, the ins got hot. The cause of the event was not determined and indicated to not be device related. There was no impact on the patient¿s therapy.

Event description:
Patient reported to their healthcare provider that they continue to feel a heating sensation in their chest.

Event description:
Additional information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient's implantable neurostimulator (ins) pocket periodically felt warm from the implant, and they had that sensation 6-12 times in the last year. The patient could not site anything specific regarding these episodes, and was asked by the rep to document time/place for the next episode and notify their healthcare provider (hcp). It was unknown if the patient had been exposed to any environmental/external/patient factors that may have led or contributed to the issue. The issue had not been resolved at the time of the report.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient continues to feel like the ins heats up. It was also reported that the ins attracts metal to the device. The patient does not wear jewelry because of this. When interrogating the device, the patient felt heat. The ins site was not hot to the touch, but inside.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was still having trouble with their stimulator. It was noted there were two incidents of magnetic connection with a necklace and their ins; however, it was also stated it happens whenever the patient wears a necklace, so it is not clear how many times this has occurred. The issue allegedly started in (B)(6) of 2015. On one occasion, the patient forgot to take a necklace off before bed and woke up with it stuck to the device, which was warm. The patient would push it away and did not think too much about it, but reported it to their physician. The ins allegedly gets really hot randomly which started around the (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was stated that the patient told their nurse programmer that a pendant on their necklace was pulled over on top of their ins, and the pendant felt warm.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient's ins was replaced on (B)(6)2017 due to normal battery depletion. The rep reported that the hcp and patient requested the device be analyzed to determine the cause for the heating sensation in the pocket. The rep reported that the impedances were normal and the patient was doing well with therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Fdr codes updated from (B)(4) to (B)(4). Fdc codes updated from (B)(4). Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the battery was normal end of life and telemetry and output were okay. There was a good stable output on the electrode pairs, no issue when pressing on the ins can, and the device had reached elective replacement indicator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0p7r6, implanted: (B)(6) 2015, product type: lead. (B)(4).